Manufacturer narrative:
The investigation for delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely use issue since the guidewire could not be removed with the proper technique. Section: warnings and cautions: warnings. To reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ d4 model number f6/f8-should have been left blank in the initial report. G1 manufacturing site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that when the impella cp wire was to be retracted after the pump was placed, it became stuck, and resistance occurred. After careful turning several times, the wire could be removed without any problems. So far, the pump has been running without any problems. The patient was stable.